Event description:
The patient received a latitude alert from remote monitoring of his aicd, that "high right ventricular (rv) lead impedance detected. Schedule in-office follow-up to evaluate rv pacing lead." Latitude alert sent to device clinic at facility that "lead impedance: >3000 ohms. The next day, rn wrote, "latitude alert regarding his rv lead > 3000 ohms. He is scheduled for an office interrogation with doctor today." Patient was seen in device clinic on the following day. Note by physician states, "the patient was noted to have an elevated r ventricular lead impedance. He was advised to come to the device clinic were full interrogation was consistent with a medtronic fidelis lead fracture. He will be admitted for further management. Explantation of old ICD and implantation of new ICD generator.procedure report states, "on remote monitoring it was noted that medtronic fidelis lead had fractured. His device is almost at elective replacement indicator (eri). He presents for placement of a new ICD lead and capping of the fractured medtronic fidelis lead"======================manufacturer response for lead, fidelis (per site reporter).======================at this point, this lead failure is well known.